Manufacturer narrative:
Concomitant medical products and therapy date. Detail of product: item number: 0100191156, item name: burch-schneider reinforcement cage, new, left, 56, lot #: 2947772. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to infection.

Manufacturer narrative:
DHR-review: ref#: (B)(4). Lot#: 2937029. Yield: 20. Delivered: 20. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref#: (B)(4). Lot#: 2947772. Yield: 56. Delivered: 53. Scrapped: 3. Reason for scrapping: 3 parts scrapped due to declared scrap on surface the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: infection a trend is identified if at least one of the following criteria is met: 3 similar events within 1 month for the same item number. 6 similar events within 6 months for the same item number. 2 similar events for the same lot number. Event description: it was reported that a patient had a hip prosthesis implanted on the left hip side on (B)(6) 2018. After an initial wound revision with debridement on (B)(6) 2018, the durasul inlay as well as the competitor's ceramic head were revised on (B)(6) 2018 due to infection. The burch-schneider reinforcement cage remained implanted. Review of received data: implantation report dated on (B)(6) 2018. Diagnosis: dislocated broken cls expansion cup on the left hip with large granuloma in the acetabulum and trochanter major due to particle disease; state after cementless total hip prosthesis (thp) left in 1999. Procedure: the left hip joint is opened through the old incision which is slightly extended to proximal. The capsule is opened and serous, slight bloody effusion drains. The clearly scarred capsule around the entire hip joint is removed. The femoral head is in the cup, the cup is completely turned out of position. Granulation tissue is removed and then the cup can be removed. A segment of the cls expansion cup is broken and needs to be removed separately. The trochanter major is treated very carefully, because there are granulomas as well. Fortunately, a trochanter fracture did not appear. The stem is fix. The femoral head is removed and the stem¿s stability is checked again. Then the acetabulum is carefully prepared. The acetabular bottom is missing on an area of about the size of a two euro coin. There is only soft tissue. Cranially there are some small holes which are scraped out with the sharp spoon. Extensive jet lavage is performed. Overall, as expected from the previous imaging there is a relatively large defect. The ischium is prepared with the burch-schneider chisel. Then, cancellous bone chips and a foreign femoral head cut into slices are inserted into the bottom of the acetabulum as an abutment and the bone chips are pressed to cranially. The burch-schneider cage is tapped in gently and fixed with a central screw. Then three more screws are inserted. Overall there is a relatively good fit. Cancellous bone is introduced through the holes of the burch-schneider cage and then a size 52 cup is cemented under pressure. After hardening of the cement a merete ceramic head, size 36m with a 7.5° varus, is placed. With this there is a good mobility and overall stable conditions. Another extensive rinsing is made and the wound is closed. Report of medical intervention, dated on (B)(6) 2018: diagnosis: large subcutaneous seroma after revision of the cup of a hip endoprosthesis implanted years ago. Procedure: wound revision, extensive debridement, microbiology and histology sampling 5 times each, extensive rinsing with lavanid and nacl, wound closure. Hospital discharge letter dated on (B)(6) 2018. The letter reports about the patient¿s hospital stay from on (B)(6) 2018 to on (B)(6) 2018. Diagnosis: cup loosening left hip. Subcutaneous seroma after revision of the left hip prosthesis. Postoperative anemia. Concussion with retrograde amnesia. Absolute arrhythmia / cardiac fibrillation. Therapy: on (B)(6) 2018: burch-schneider cage allogenic cancellous bone graft at the bottom of the acetabulum, pe cup 52/36, sample taking for histopathological and microbiological examination on (B)(6) 2018: wound revision, extended debridement, five samples taken for histopathological and micro-bacteriological examination each, abundant rinsing with lavanid and nacl, wound closure. On (B)(6) 2018: revision of the left total hip prosthesis with lavanid rinsing, change of the articulating components (cemented durasul size 50, bioball size 12/14, biolox delta size 36) antibiotic treatment with vancomycin, rifampicin and linezolid. Anamnesis and examination findings: the patient was admitted to the emergency room after he fell off his bike on his left hip. The patient does not remember the fall, he said he had drunk a beer. State after two left hip surgeries, state after thp on both sides. The patient reported to have had problems with the left hip for four months. He fell and heard a cracking sound but did not go to the doctor. Since then walking was only possible with the help of crutches. Pain in the left hip, according to the patient, for approximately 4 months. Shortened leg, probably since the first hip surgery. Pelvis overview and ap pelvis from on (B)(6) 2018 bilateral thp. Prosthesis dislocation on the left hip with loosening of the acetabular components. Smooth and sharp cortical demarcation of the imaged bones without suspicious contour interruption. CT of the left hip joint from on (B)(6) 2018 extensive pe granuloma with clear loosening of the cup of the left hip prosthesis. Another pe granuloma in the upper third of the femur as well as trochanter major. Left hip joint in two views and pelvis ap from on (B)(6) 2018 normal postoperative finding after revision of the left thp with a burch-schneider cage. Pelvis ap and left hip from on (B)(6) 2018 (after 2nd revision). Comparison with the previous examination from on (B)(6) 2018. Regression of the soft tissue emphysema and soft tissue swelling. Otherwise, no significant changes. Therapy and progress in this section it is stated that the samples taken during the surgery gave evidence of staphylococcus pasteuri, lugdunensis and haemolyticus and in addition staphylococcus mitis sensitive to vancomycin. Thus an appropriate antibiotic therapy with vancomycin and eremfat was started and a wound revision took place on (B)(6) 2018. (Remark of the author: this date does not match the information in the received documentation and can be assumed to be a typo). On (B)(6) 2019 a revision of the articulating products could be done. X-rays and cts: several x-rays taken dated on (B)(6) 2018 to after the revision on (B)(6) 2018 were received. The relevant x-rays were reviewed by an hcp. On (B)(6) 2018: dislocated cup on the left side. Osteolytic bone structure metaphyseal in the area of the greater trochanter. On (B)(6) 2018: situation after revision surgery with implantation of a burch-schneider cage. Compared to the previous radiological documentation unchanged osseous structure around the stem metaphyseal. X-ray report stated that there is a regular prosthesis position and articulation. Modified trochanter major with known cystoid lesions. Honeycomb-modified trochanter major in known cystoid lesions. Regular postoperative findings after hip revision using a burch-schneider plate. On (B)(6) 2018: situation after revision of the articulating components (cemented durasul size 50, bioball size 12/14, biolox delta size 36). On (B)(6) 2018: compared to the previous x-rays unchanged osseous structure around the stem metaphyseal. Comparing to the previous x-ray of on (B)(6) 2018, unchanged position of the acetabular component, no conspicuous changing in the acetabular bone structure. X-ray report stated that there is in comparison with the preliminary examination on (B)(6) 2018 a decrease of postoperative soft tissue emphysema and soft tissue swelling on the left hip side. Moreover, no significant change in findings. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from and showed that the product combination of the durasul cup and burch-schneider cage was approved by zimmer biomet. However, the implanted ceramic head is a merete bioball and therefore a competitor's product. Instruction for use (IFU): the applicable packaging insert IFU has been reviewed. It states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. Additionally, it is stated that before sterile implants are removed from their packaging, the protective wrapping must be examined for possible damage as this could jeopardize their sterility. And if the packaging is damaged or the sterility expiration date has been reached, the implants must be returned to the manufacturer. The sterilization certificate for lot: 2937029 has been reviewed and was found to be according to specifications. Root cause analysis: root cause determination using rmw: non-sterile device is implanted due to sterilization process failure. Not possible, the sterilization certificate for lot: 2937029 has been reviewed. Moreover, a systematic issue would have been detected as part of the issue evaluation assessment. Non-sterile device is implanted due to contaminated device due to packaging failure. Not possible, all devices are processed according to packaging specification packaging specification. Moreover, a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Systemic adverse body reactions due to contaminated device due to insufficient internal cleaning process. Not possible, the sterilization certificate for lot: 2937029 has been reviewed. Moreover, a systematic issue would have been detected as part of the issue evaluation assessment. Non-sterile device is implanted due to packaging is damaged due to inappropriate handling during transportation, storage or device is falling on the floor during unpacking/ unwrapping. Possible, as it cannot be excluded based on the available information. Non-sterile device is implanted due to implant is falling on the floor during handling in or. Possible, as it cannot be excluded based on the available information. Non-sterile device implanted due to explanted implant is used for new implantation surgery. Possible, as it cannot be excluded based on the available information. Conclusion summary: it was reported that a patient had a hip prosthesis implanted on the left hip side on (B)(6) 2018. The durasul inlay as well as the competitor's ceramic head were revised on (B)(6) 2018 due to infection. The burch-schneider reinforcement cage remained implanted. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The eto sterilization specifications of the devices certify the suitability of sterilization. Moreover, no trend on infection has been observed for the part or lot number. Therefore, it is highly unlikely that a disadvantageous product or packaging design favored or contributed to the infection. However, the IFU for endoprosthesis states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. Additionally, it is stated that before sterile implants are removed from their packaging, the protective wrapping must be examined for possible damage as this could jeopardize their sterility. And if the packaging is damaged or the sterility expiration date has been reached, the implants must be returned to the manufacturer. Based on the given information and performed investigation, there is no evidence for an implant failure which could have influenced the reported event. Moreover, it needs to be considered that a ceramic head from a competitor (mereter bioball) has been revised as well. No statement can be done concerning a possible contribution of the competitor's product to the reported event. However, an exact root cause for the reported infection cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No new information.